Event description:
It was reported that the patient had worsened heart failure symptoms.

Manufacturer narrative:
Correction: updating with heart failure mention in h6 and b5.

Event description:
It was reported prior to pacemaker upgrade procedure that the right ventricular lead exhibited elevated capture thresholds. Imaging did not reveal any physical anomaly. The lead was explanted and successfully replaced. There were no patient consequences.